Event description:
It was reported by the customer that during a breast biopsy, very small samples were retrieved. There was no pt consequence reported, case was completed using the probe and unit.

Manufacturer narrative:
Date sent: 12/4/2007. Info anticipated, but unavailable at this time.